Event description:
Implanting physician reported that during a pfo closure the cardioseal implant became detached from the delivery system. The device was snared and retracted to the right femoral vein and surgically removed. Patient is fine post surgery. Implant and delivery system will not be returned. The physician expressed concern as to whether or not the implant was properly connected to the delivery system.